Manufacturer narrative:
The issue only occurs when the plan is transferred to 4ditc from a third party product, (B)(4). If the plan is transferred by dicom, the effect is not seen. Although there was no reported injury in this case, the available information suggests a malfunction in either the 4ditc device or the third party device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Dynamic arc plans with either start or stop angle of 180e are not treatable at the 4ditc. The customer reported that dynamic arc plans with either start or stop angle of 180e are not treatable at 4ditc. The field will incorrectly display a rapid arc icon associated with the field and the error message "the points corresponding to the gantry rotation path are not sequential" will be displayed. This occurs only when plans are loaded via (B)(4), but work fine with dicom rt mode. No serious injury to the patient was reported, as this event was observed by the user during treatment planning, and the plan was not used.